Manufacturer narrative:
Correction information was provided in h.11. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Lens received wrapped in a piece of medical gauze, in an envelope. Solution is dried on the intraocular lens (iol). Gauze fibers are adhered to the iol. The optic is torn/split-cut dividing the optic in two. Approximately 25 percentage of the optic and one haptic are missing. The tip of the present haptic is broken and not returned. The root cause for the reported complaint could not be determined. According to the instructions for use (IFU), patients implanted with the company iol may experience bothersome visual disturbances, which in some cases may be significant enough to lead to a request for iol explantation. Additionally, the IFU notes that most patients are likely to experience a reduction in contrast sensitivity compared to those implanted with a company iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after an intraocular lens (iol) implant procedure, the patient experienced contrast reduction and glare. Hence the lens was explanted and replaced with another lens during secondary procedure.